Manufacturer narrative:
(B)(4). The customer alleged that there was a failure of the monitor to alarm. The patient involved had surgery and was connected to an external pacemaker. Based on available initial information, the staff missed a beat alarm at 01:04 and the patient was later found expired at 02:33. Philips has not been informed of whether pacing detection had been selected for this patient, whether the pacemaker was failing to capture the heartbeat, whether spo2 was being monitored, or whether this patient had pulseless electrical activity (pea). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer alleged that there was a failure of the monitor to alarm.